Event description:
It was reported the customer had high blood glucose. The customer's wife was attempting to give him a correction with a bolus. The wife also declined to troubleshoot for the high blood glucose. Her husband's blood glucose was 353 mg/dl. The husband was also feeling tired as a symptom of his high blood glucose. Troubleshooting found insulin was able to exit from the tubing. Air bubbles was also found in the tubing. The wife stated the customer's cannula was not bent or occluded. The customer was advised high blood glucose can be attributed to infusion set/site issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).